Event description:
Due diligence has been completed for this complaint. As of the date of this report, the device has not been received for further investigation. This investigation shall be closed and if this device becomes available in the future the complaint will be re-opened and an evaluation shall be performed.

Event description:
The following has been reported: fresenius kabi customer support services attached the im correspondence. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3) . An active infusion did stop. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.